Event description:
It was reported that the surgeon performed a revision total hip surgery on the pt due to infection.

Manufacturer narrative:
An unk v40 std l fit head was also listed in this report. It cannot be determined which device, if any of these devices may have caused or contributed to the pt's experience. Additional info has been requested and if received, will be provided in a supplemental report.